Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.

Event description:
Customer states: during pre-test prior to use on a pt at hospital, a nurse confirmed the air leakage from the bronchial cuff and it got deflated automatically. Customer confirmed no pt involvement. The customer could not provide any details regarding pretesting efforts.